Event description:
A malfunction alarm was reported, identified by malfunction code 24, with a fault ID of 24-0x2219. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Tandem technical support contacted the customer, who did not have a backup insulin therapy available, and arranged for a replacement pump to be sent. The customer was advised on updated software installation, the return procedure for the faulty pump, and operational instructions for the new pump.